Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on another adc device and experienced tremors, cold sweating, convulsions and a loss of consciousness. A third party treatment of sugar was provided. No further treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor result of 77 mg/ dl was compared to an adc meter reading of 134 mg/dl and the results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.